Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed/unopened monopty biopsy instrument has returned for evaluation. On the visual evaluation, the device appeared clean, black foreign material appeared on the surface of the device, which is noted inside of the product packaging and particulates was noted on the potion of the tray, there is no evidence of loss of sterility/damage to the seal and no evidence of particulates within the sealed area. No functional evaluation performed due to the nature of the complaint. Therefore, the investigation is confirmed for the identified material discolored as material is not within the package and no evidence of loss of sterility/damage to the seal or the product, there is no evidence of particulates within the sealed area. However the reported foreign material remains inconclusive as shipping / transport of the device may contributed the reported issue. The definitive root cause for foreign material and material discolored could not be determined based upon the available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 12/2022. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an breast biopsy procedure, the device allegedly had foreign material. There was no reported patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. Expiry date: 12/2022).

Event description:
It was reported that prior to an breast biopsy procedure, foreign material like black stone was found on the device. There was no patient contact.